Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results the returned extractor pro rx retrieval balloon was analyzed, and a visual inspection found that the catheter was kinked. After a functional and microscope inspection, the device was inflated with air, and the balloon was able to be inflated and deflated without any problem. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The results of the analysis performed on the returned device found that the balloon was in good conditions and with the capability of being inflated and hold its pressure without any evidence of an air leak, and it was further confirmed that the balloon could be inflated and deflated without any problem. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, the balloon had a slow deflation process when the stone removal balloon was removed for the second time, and it was the same when it was withdrawn and tested outside of the patient. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, the balloon had a slow deflation process when the stone removal balloon was removed for the second time, and it was the same when it was withdrawn and tested outside of the patient. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.